Event description:
Per the audiologist, the patient is experiencing pain at the site of the fixture and has requested to be explanted. The patient also reports her glasses hits the abutment.explantation is scheduled for 2009. But had not taken place at the time of this report. Information on reimplantation was not provided.